Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had been hospitalized due to high blood glucose of 680 mg/dl, which was caused by kinked infusion set tubing and bent cannula of infusion set. The customer had treated with manual injections. They had removed and changed the infusion set twice because the blood glucose was not decreasing. The customer had gone into diabetic ketoacidosis. The insulin pump was removed and the customer was given insulin through intravenous treatment. The customer was released when their blood glucose had reached 50 mg/dl. The customer stated that the infusion set tubing was shorter that the original infusion set tubing that they use. The insulin pump had fallen off the bed and the infusion set tubing had ripped out of the customer's body. They stated that the insulin pump had alarmed auto off twice and they were worries that they were not getting insulin. The insulin pump had also alarmed no delivery alarms. Nothing further was reported.